Event description:
The black snake was used twice for pcnl dilation. When it was inserted for the second time, a 10cm piece of the device broke off inside the pt. It was then retrieved. Add'l info received (B)(6) 2013: the black snake wasn't inserted twice it was used in the usual fashion, over the wire, dilators over and then removed for the balloon and then insertion of the scope. Once the scope was inserted it was discovered that a portion of the black snake had broken off. It was a new grad who has reported this and with further questioning and a review it appears it was from the amplatz set to a single one. The patient did not require any add'l procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Still under investigation.